Event description:
It was reported that the lead was extracted due to a fracture. The lead was returned and subsequently tested out of specification during the manufacturer's analysis. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
No hospital was identified in the initial reported event; communication with the user facility is not possible. Evaluation summary: distal conductor fractured; full lead returned for analysis. The implant date has been verified and added to the event.